Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, image failure occurred when the cable was wiggled. It is therefore likely that the loss of image occurred temporarily because the cable was about to disconnect, and this resulted in causing intermittent communication failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the image was distorted due to the deformed coupler and the connector of the coupler was worn and was not smooth to lock the scope. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the hd autoclavable camera head had interface wear with the connector of the coupler worn, it was not smooth to lock the scope. The issue was found during reprocessing before the procedure and the patient was not under anesthesia. The facility finished the procedure with the same device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there was a disturbing wave in the image with no image when shaking the internal damaged cable. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.